Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump have been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime alert with zero force, no cartridge detected alarm and call service 064 alarm. On investigation, the pump powered up with auditory and vibratory features. No tactile issue was found with the buttons. The force sensor calibration reading was out of specifications. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. Pump casing was opened and no defects were found with the motor assembly. The reported prime issue was verified in the black box but not duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).